Event description:
The lay user/patient lifescan alleging that the product was prompting the "error 4" and "apply blood" message, which was unresolved with troubleshooting. The patient reportedly had symptoms before the reported issues began. She felt sleepy and "can't think well" and ate food/drink. Since her symptoms started before the reported issues, the product did not cause or contribute to an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.